Event description:
During an endoscopy procedure, a cook disposable hemostasis clip was used. During use of the clip, the position of the endoscope was described as angled. The clip was attached to the targeted tissue site which was described as 2 1/2 cm by 1 1/2 cm in size. The clip would not release from the introducer. The clip would not open for removal from the tissue site. The physician had to pull the clip off the site causing a tear in the mucosa. The physician used seven (7) more cook disposable hemostasis clips to repair the tear and stop the post polyp bleeding. The medical facility indicated that there was no issue at all. A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional info has been received, a follow-up medwatch report will be provided. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: the product was returned to the approved supplier for evaluation and the investigation is on-going. Once additional info has been received, a follow-up medwatch report will be provided. Instructions for use states if clip deployment device is used with endoscope in a torqued or retroflexed position, clip deployment difficulties can occur. Instruction for use states to permanently deploy clip, pull handle spool toward handle thumb ring until clip detaches. Note: if separation of clip is not immediate, gently move catheter back and forth or use other endoscope maneuvers to separate catheter from clip. Prior to distribution, all disposable hemostasis clips are subjected to a visual and functional inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.